Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that approximately 10 years ago upon removal of a tampon the string separated from the pledget. When this happened, she went to her doctor for removal of the pledget from her vaginal cavity. She did not experience any adverse health effects.